Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated battery data longevity estimator. Grey bar is an artifact of interrogating the device using tel c multiple times without allowing the battery to recover.

Event description:
It was reported that the battery indicator bar was grey. Message displayed on device was remaining longevity is not available, potentially due to cold temperature. The device was stored at room temperature and re-interrogate. An attempt to interrogate device later that day and a few days later was no success. The device was left on office shelf for a few more days, and re-interrogated with success now showing green on battery indicator bar. No patient complications have been reported as a result of this event.